Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/11/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/21/2015 with the following findings: a review of the pump black box data revealed multiple cs 054 call service alarms. During a visual inspection of the pump, the battery compartment threads were observed to be stripped. The battery cap was unable to properly tighten to the pump; the returned battery cap and test cap both continued to spin. The returned battery cap was able to securely attach to a test pump. The returned battery cap was able to maintain electrical contact during the investigation. During testing, the pump was exercised for 24 hours with no power interruptions. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. Unrelated to the complaint, investigation revealed that the display was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.